Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) was explanted after approximately 36 months for an unknown reason. The device is part of the renewal recall. Another guidant crt-d was subsequently implanted. The device was returned to guidant for analysis.